Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while loading the cartridge for the fourth firing of the laparoscopy assisted distal gastrectomy dated on june 29, the handle suddenly blackout. Even though tried reset, there was no response. Surgeon used another device to resolve the issue. The nurse returned the handle to the charger on the night of june 29, and found the handle was inserted into the charger normally. Upon happening to have a look at the charger on july 1, the red lamp was found to be illuminating, and even though removed the handle from the charger, it did not start up. The sales representative was contacted on the morning of july 2, and visited in order to check its operation on the evening of july 2, but it stayed blackout and did not respond at all. The surgical time was extended by less than 30 min. There was no patient injury.

Event description:
According to the reporter, while loading the cartridge for the fourth firing of the laparoscopy assisted distal gastrectomy dated on june 29, the handle suddenly blackout. Even though tried reset, there was no response. Surgeon used another device to resolve the issue. The nurse returned the handle to the charger on the night of june 29, and found the handle was inserted into the charger normally. Upon happening to have a look at the charger on july 1, the red lamp was found to be illuminating, and even though removed the handle from the charger, it did not start up. The sales rep was contacted on the morning of july 2, and visited in order to check its operation on the evening of july 2, but it stayed blackout and did not respond at all. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. The cause of the reported condition of handle shut off could not be reliably determined. This condition could not be replicated with the returned handle due to the vented batteries. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition of handle not charging was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.